Event description:
It was reported, that 1°c temperature is displayed. No audible or visual alarm. Event occurred, during use with patient. There was no injury and no medical intervention.

Manufacturer narrative:
B3: date of event is unknown. No information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was confirmed. The root cause was a faulty mainboard. This was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.